Manufacturer narrative:
Date sent to FDA: 9/3/2019.

Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced mesh erosion into the vaginal multiple times. The patient also experienced mesh adhesion to bone that was "saw in" through tissue. No additional information is available.